Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector leakage and separation occurred. There was no report of patient impact. The following information was provided by the initial reporter: they are leaking or coming apart completely. This makes a bloody/contrasted mess on the patient and potentially ruins the exam.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.